Event description:
Customer reported in ICU, secondary fluid back flowed into primary bag. An air bubble was seen traveling up through the check valve. No pt harm reported. No other details about pt or event were available.

Manufacturer narrative:
(B) (4). (B) (4). The set was not discarded and it has been requested to be returned for investigation. It has not been received. A follow up report will be submitted if further info is received. The lot number was not identified; therefore, a lot history record review could not be performed.